Event description:
It wa reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 2.50mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, during first inflation at 15 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Event description:
It wa reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 2.50mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, during first inflation at 15 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a longitudinal tear 15mm long starting at the proximal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.